Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th may 2026, it was reported by an arthrex employee via email that for an ar-8990st, fibertak® dx suture anchor with 1.3 mm suturetape, ve5, during anchor insertion into the bone hole, the inserter broke, and fragments remained in the patient's body. These fragments could not be removed and remain in the patient's body. This was detected during use in an unspecified procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient was hard. Adverse patient effect (foreign object remained in the patient) has been reported during and following the procedure due to this issue.